Event description:
It was reported the device "would not recognize a latched and locked set". It was not reported whether this issue occurred prior to infusion or during infusion. No known adverse effects to patient.

Manufacturer narrative:
Additional information received that there was no patient involvement. One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check performed. Investigator was unable to repeat customer's reported problem. No problems were found with the pump regarding keypad fault and device does not recognize a latched and locked set issues during the investigation. Visually inspected the pump's event history logs which showed multiple "keypad stuck" alarms but no message related to the latch and lock. Service replaced the faulty keypad to correct the reported problem. The root cause of the issue is unknown.